Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00084 on 25mar2021. Additional information (30mar2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Quality controls were in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Reagent delivery or foaming issues could not be determined with the information provided. Customer instrument is fully operational. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine patient result was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s) and was questioned. The same sample was repeated on an alternate atellica ch 930 instrument. The repeated result was reported, as the correct result, to the physician(s). There are known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine patient result.